Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; using an implant that was too long.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient's si joint pain symptoms resolved but she complained of right leg numbness following the procedure. The surgeon determined that the right side cranial implant had pushed bone fragments into the s1 neuroforamen, causing the leg numbness. Five days after the initial procedure, the surgeon performed a revision procedure where he removed the cranial positioned implant and installed a shorter implant of the same type into the explant void. No other preexisting implants were adjusted or removed. The patient's leg numbness symptoms resolved following the revision procedure.